Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug had slipped out of the header when the helix was in the extended position. The steroid plug was not correctly positioned inside the helix during manufacturing of the lead. This might prevent the fixation of the helix into the heart wall.

Event description:
It was reported that the lead dislodged and was repositioned on (B)(6) 2010 and (B)(6) 2010. The lead dislodged again and was explanted and replaced on (B)(6) 2010. At explant, the white steroid plug could be seen. It was suspected that the placement of the steroid plug may have caused the poor fixation and dislodgement.